Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with no calcification and no tortuosity, pre-dilatation was performed. A 3.5x28mm xience alpine stent delivery system (sds) was advanced but could not cross due to the patient anatomy. During removal of the sds, resistance was met and the stent dislodged. A snare was used to retrieve the stent successfully. Another same size non-abbott stent was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.